Manufacturer narrative:
Based on the information provided, there is no indication or report that a da vinci product caused or contributed to the incident. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A system log review was not performed since there is insufficient or unconfirmed product/event information. Images and video clips associated with this reported event were not submitted for review. Citation: taghavi, k., glenisson, m., blanc, t., robot-assisted laparoscopic adrenalectomy: extended application in children, european journal of surgical oncology, volume 50, issue 12, 2024, 108627, issn 0748-7983, https://doi.org/10.1016/j.ejso.2024.108627. Multiple requests for additional information from the designated author were made; no response has been received. In section b3, there is insufficient information regarding the procedure date; therefore, the article publish date was used. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.

Event description:
A literature article described a prospective observational study which included 49 children who underwent robot-assisted laparoscopic adrenalectomies (rala). The aim of the study was to demonstrate the safety and efficacy of rala in treating children with adrenal tumors. The study reported that one post-operative complication occurred in a 9- year-old-girl following bilateral rala in the context of carney complex. She developed a retroperitoneal serous fluid collection that was drained percutaneously on day 12. The event was reported as a clavien-dindo iiib by the study author. There were no reports of a da vinci device malfunction nor did the author allege that a da vinci device caused or contributed to the event described in the article.